Event description:
It was reported that the patient received inappropriate shocks, and that there was high pacing impedance, over 700 short intervals which could indicate oversensing, and a lead fracture. The lead was capped. During implant attempt of the replacement lead, the coil was noted to be damaged upon removal from the introducer. The lead was not used and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.